Event description:
A report was received that the patient underwent an explant procedure due to failure to charge. The physician decided to replace the ipg. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2108-70m, serial: (B)(4), description: scs lead kit, phase 2 sterile package. Explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.